Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose. The customer¿s blood glucose was 419 mg/dl and the current blood glucose value was 329 mg/dl. Customer was using auto mode. The insulin pump will not be returned for analysis.